Event description:
It was initially reported that "needle arm needs adjustment, not sitting properly." Additional information obtained on (B)(6) 2019 noted that when the biopsy was completed the patient was released from the compression and it was noted that the needle had penetrated the breast and impacted the detector cover. The patient had not felt anything during the biopsy and no medical intervention was needed. A field engineer was dispatched to the site and determined that the bcm and bgm board needed to be replaced. Once this was completed the system was working as intended.